Manufacturer narrative:
Reference record: (B)(4). The device involved in the event was not returned; it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date the patient underwent procedure for percutaneous endoscopic gastrostomy (peg)tube placement. On (B)(6) 2017 the patient thought that the stoma site was infected because it was red, puffy and swollen. The patient was treated with bactroban topical and oral doxycycline.